Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a pocket revision due to the ins hurting their hip. The ins was going to be moved to a different location. Additional information has been requested.